Manufacturer narrative:
The device was not returned for the investigation by the manufacturer. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the provide information, it is inferred that tip of the guidewire was trapped when the guidewire was advance to the target lesion, push-pull force and/or rotational force might be given to the guidewire, resulting accumulation of repeated bending force and/or rotational force, and the breakage of the core wire when the accumulated force exceeded the product design limit, while it was removed in one unit without separation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, the guidewire was advanced to a cto lesion at sfa with a microcatheter from other manufacturer, it was found that the guidewire tip was trapped. Upon removal of the devices, the coil of the guidewire was found to be elongated, but not separated.

Manufacturer narrative:
(B)(4).